Event description:
It was reported that a patient presented for device implant. During implant, it was noted that the screws were unable to be tightened onto the implantable cardioverter defibrillator (ICD) after the atrial lead was inserted into the device jack. Therefore, the physician elected to implant a new device successfully. Patient was in stable condition.

Manufacturer narrative:
The reported field experience of an atrial set screw anomaly was verified in the lab. Upon receipt the atrial set screw was sitting sideways in the connector block and its hex cavity was filled with septum material; it was unable to engage with lab torque drivers. Septum material was removed from the device set screw before it was properly inserted into the connector block. The is-1 test lead was then able to fully insert and secure into the device header. The event occurred during implant, which suggests that the set screw anomaly is procedure related.